Event description:
Patient is a male who underwent diagnostic cardiac cath in 2007. Four days after his cardiac cath, the patient called the cardiology office with complaints of a swollen left leg. Cardiologist evaluated him the next day. A duplex scan of his left leg performed on that day, showed the presence of acute non-occlusive thrombus in the left common femoral vein. The patient was admitted to the hospital later that day for treatment of dvt, chronic renal insufficiency and shortness of breath. On admission, his creatinine was noted to be 3.1, higher than his creatinine on the day of his cath. Chest x-ray revealed evidence of cardiomegaly, presence of bilateral pleural effusions, and granulomas in both lungs that may represent possible malignant nodules. A vq scan ruled out a pulmonary embolus as the source of his shortness of breath. His dvt was treated with anticoagulants and bedrest until resolution. The patient's progressively worsening renal insufficiency, which was thought to be possibly related to cholesterol emboli due to the contrast media used in the cath, underwent further evaluation and he was eventually begun on dialysis. The patient's dvt was treated by anticoagulation and bedrest until resolution and he was discharged from the hospital the following month.

Manufacturer narrative:
Physician has indicated event was not related to the boomerang device. Patient is subject in boomerang pluswire diagnostic trial and medical records of hospitalization unavailable until after patient discharge.